Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit (serial #: (b(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days (09mar2021 -11mar2021 per timestamp). From 10mar2021 at 13:59:29 - 13:59:33, 13:59:42 - 13:59:51, and 14:00:08 - 14:00:20 there were atypical no external power alarms due to losses of ac power while connected to the mpu. The backup battery provided power during these events and these alarms cleared once ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent requesting information regarding the reported event and the return status of the mobile power unit; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: mpu-39930) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and power cable disconnect alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent in for review. The log file contained low battery hazards associated with loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2021. During these events the controller switched appropriately to emergency backup battery (ebb) power. The alarms appear to resolve once ac power was completely restored to the mpu.